Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "primary surgery was performed on (B)(6) 2023. Revision surgery for remove the implants due to bone union completed on (B)(6) 2024. During procedure, screw and extractor was fractured and remained in the patient body. The surgeon decide to remain these pieces in the patient, procedure was completed."

Manufacturer narrative:
Please note correction to h6 health impact code. The reported event could be confirmed, since the device was returned and matches the alleged failure. The visual inspection has shown that the extractor tip is broken off and no fragment was returned. The breakage site inspection shows that the breakage is ductile due to excessive lateral stress application, which can be confirmed as there was first a permanent material distortion occurring with subsequent breakage. Furthermore, a hardness test according to (B)(4) on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to being user related. The breakage shows typical signs of an overload fracture caused by high torsional and lateral loads. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "primary surgery was performed on (B)(6) 2023. Revision surgery for remove the implants due to bone union completed on (B)(6) 2024. During procedure, screw and extractor was fractured and remained in the patient body. The surgeon decide to remain these pieces in the patient, procedure was completed."